Event description:
Device 2 of 2. Reference mfg report #1627487-2010-02668 for device 1. On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient fell off an 8 foot ladder and subsequently lost stimulation. An x-ray was taken and revealed that the leads migrated. The leads were explanted the same day.

Manufacturer narrative:
Evaluation, method- the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusions: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.